Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the femoral vein due to inability to anti-coagulate. Patient alleges filter tilt, vena cava perforation, and embedment. Patient further alleges sometimes abdomen and back pain. Previously had swelling near intestines. May be complications if removed. Per non-contrast computed tomography of the abdomen, (B)(6) 2018 : "there is a filter within the inferior vena cava located 4.2 cm below the level of the right renal artery. The tip of the filter projects anteriorly and to the left and abuts the anterior and medial wall of the inferior vena cava. There are three filter struts that clearly project beyond the expected lumen of the inferior vena cava. The first of these projects 1.55cm from the right anterolateral aspect of the vena cava and may abut an unnamed vascular structure. The second is immediately adjacent to this, protruding from the mid and right lateral aspect of the inferior vena cava by 2.06 cm. The may also abut an unnamed vascular structure. There is a third filter strut projecting 1.19 cm from the lumen of the ivc left and medial behind the right common iliac artery and possibly abutting the right common iliac artery. Other filter struts appear to project just beyond the lumen on the inferior vena cava but do not abut adjacent vascular structures, bowel, or right ureter. The inferior vena cava appears patent". Impression: "inferior vena cava filter with placement as noted above. There are three filter struts that project beyond the expected lumen of he inferior vena cava."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Device code(s): 3191 ¿ appropriate term/code not available - device perforation, 3191 ¿ appropriate term/code not available - device tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Catalogue/lot is unknown, however, the device is manufactured and inspected according to current controls. The following allegations have been investigated: perforation, tilt, embedment, and abdomen/back pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported abdomen and back pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.